Event description:
A sales rep reported dr performed initial surgery (B)(6) 2011. Pt had some neurological problems. X-rays were taken and showed screw had broken just below head in pedicle of s1 on the left side. Revision surgery took place (B)(6) 2012. Surgeon removed total left side construct, 4 caps, rod, and broken screw. Dr replaced broken screw with 7.5 mm x 45 mm polyaxial revere screw, used a new rod and four new locking caps. Pt was fused with iliac crest bone. Surgery took place at (B)(6).

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was returned for eval, and a review was conducted of all applicable material records, mfg records, storage records, and distribution records according to the descriptions of the product used with the concomitant device. All records revealed all product lots were manufactured within specifications, maintained, and distributed in accordance with all federal, state and operating procedures. Based on record review of all available info, it is determined the 6.5 mm revere pedicle screw 45 mm design conforms to all applicable standards and there was no deviation in the mfg process. There is no indication that the issue was a result of product defect or malfunction.